Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Device had intermittent buttons response due to flattened act button dome switch. No unlocked j2 or lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump¿s act button functions intermittently or slightly unresponsive. The customer blood glucose level was 5.4 mmol/l. Customer was assisted with troubleshooting. Customer stated that there were no clock anomaly and no frozen display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.